Event description:
During an incident in 2000 involving patient of unknown age who was unresponsive and hypothermic with no breathing or pulse, thedefibrillator would not shock the patient; it charged as if to give a shock and displayed a "replace battery" message. The battery was replaced andthe same message appeared. CPR was performed and 02 was given at the scene. The patient responded with a faint pulse after a few cycles of CPR. Ems arrived, took over care and transported the patient to a hospiatl. The reporter states that the unit is checked and the batteries replaced each tour per procedure.